Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 2/18/2011 and 3/7/2011 by phone, fax, and mail. A completed questionnaire was received on 3/10/2011. (B)(4).

Event description:
A technician reported that following intraocular lens (iol) implant surgery, a pt's outcome was undercorrected for astigmatism. In a f/u, the ophthalmic assistant reported that the lens was repositioned and the event has resolved.